Event description:
The pt experienced pain in the vagina and shocking following an MRI. The physician confirmed pt symptoms of lack of effect and it was unk if the event could be attributed to the event. It was noted that the pt came to her physician after the MRI was done years ago and the device was not working. Another device put in but it never worked to her satisfaction (like her first implant). This is based on the oral history provided by the pt to the physician who was not her doctor at the time of these events. The device was explanted. Pt outcome was not reported.

Manufacturer narrative:
(B) (4).